Manufacturer narrative:
The device was returned to olympus, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable, leak test failure. A root cause could not be identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, they did find the cable is kinked and cut, causing a failed leak test. Cause traced to component failure which means that expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera device had white balance failure with dark and off set image. Issue was identified during set up. There was no report of any patient harm.